Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A functional evaluation was completed with a cori system in the lab. This scenario can be duplicated by swapping the tibia and femur array. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) states that the tracker clamp should be oriented towards the tracking camera, not touching the skin. The flat markers should be oriented towards the tracking camera with the femur and tibia tracker secured into the tracker clamps. Ensure that all trackers are visible in all points of flexion and extension. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper location of the femur and tibia tracker arrays. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Attempted to reproduce the reported issue multiple times, but the reported issue could not be produced with hardware setup correctly. A log file review was performed. The reported problem was not confirmed. Review of log files and screenshots from 9/19/2023 do not show any evidence that the reported issue occurred. Screenshots appear as if the cases was restarted which may have overwritten the previous screenshot data. A functional evaluation was completed with a cori system in the lab. This scenario can be duplicated by swapping the tibia and femur array. Factors contributing to the reported issue are related to improper location of the femur and tibia tracker arrays. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper location of the femur and tibia tracker arrays. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) states that the tracker clamp should be oriented towards the tracking camera, not touching the skin. The flat markers should be oriented towards the tracking camera with the femur and tibia tracker secured into the tracker clamps. Ensure that all trackers are visible in all points of flexion and extension. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted tka surgery, the hip center failed for having an error of 1.0. When trying for a second time, the surgeon was adequately moving the leg around for the circular motion but the green dots were not following the path. The green dots seemed to move left/right the entire way across the circle but did not move up/down more then maybe a centimeter span. The final shape looked like this parentheses ¿(¿ rotated 90 degrees clockwise. The surgeon removed his foot and tried for a third time and was able to get an error less then zero and move forward. Surgery was resumed after a non-significant delay with the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).